Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon complained about the post operative outcome of an implanted standalone toric intraocular lens (iol). Reportedly, the cylinder was left still high and the patient was temporarily impaired. No medical interventions were mentioned. The vision pre-operative was provided as +0.5 - 1.75 57. Through follow-up, we learned the reason provided by the surgeon, was that the iol had rotated post operatively from the initial axis. The surgeon repositioned the lens by rotating it and adjusted it on the meridian. The visual acuity (va) of the patient was recovered and the patient is not complaining. No further information was provided.